Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR? Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was fluctuating (high/low value not provided). Contact alleged the pump was not working as intended. Customer was not experiencing ¿the issue¿ at the time of the report. Contact declined to provide further information. Tandem clinical diabetes specialist (cds) met with the customer/contact. Cds reported no obvious cause of fluctuating blood glucose.